Event description:
This is the second report of two involving the neuro balloon catheter from the same facility. Cross reference with MFR # 9612007-2010-00009 ((B)(4)). An integra neuro balloon catheter inflated abnormally in (B)(6) 2010; initially the balloon did not inflate, and suddenly it inflated in one shot. There was also a hair found in the sterile unit (4 cm). There was no contact with patient because the device was tested before using it on a patient. The event lead to a significant increase of surgery time, but the amount of the time involved was not communicated. Additional clinical information was requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.